Event description:
The customer reported that the sys would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The pcbs and fuses were reseated. The sys was tested and found to be working as intended and put back into service.